Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that after several activations, the jaws could not be re-opened and the knife was contained within the jaws. Another device was not required to complete the procedure. There was no patient injury. The device was returned with the knife blade exposed.